Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system received a cable service message upon booting up. Prior to this it was reported that the monitor was black and they were unable to get the system to function properly. After a reboot, the system booted up and then gave the door service cable message and they proceeded to use the system. It was noted that the door winch/cable had been replaced, so no system checkout was being requested by the site, but the odometer was not reset. There was no patient involvement.